Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was unable to be confirmed due to the outer member tear. The reported difficulty to remove was unable to be confirmed due to the condition of the balloon. It should be noted that the IFU, pta, armada 35 / armada 35 ll, global, ce, costa rica instructions for use (IFU) states: gentle counterclockwise twisting motion of the balloon may ease withdrawal through the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as one unit. In this case the reported IFU violation did not cause or contribute to the reported deflation issue for difficulty to remove. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the bdc during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported deflation issues and difficulty to remove appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo mildly tortuous, mildly calcified superficial femoral artery that was 85% stenosed. A 6x60mm armada balloon was advanced to the lesion and inflated without issue. While withdrawing the armada balloon it was noted that there was resistance met with the introducer sheath as the balloon only partially deflated. Repeated suction of the pressure pump failed to fully deflate the balloon. Excessive force was added to remove the device. There was no adverse patient effects and no clinically significant delay. No additional information was provided.